Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, angle closure, significant reduction of iridocorneal angles, and significant shallowing of the ac. Reportedly, "after implantation of initial 13.2 mm sizing, high vaulting (post 1 day, 1122 microns) and reduction of ic angle was seen. Angle can be seen to be starting to shallow 20 and 15 degree. Recurrently on timolol." Lens remains implanted. There are multiple medical device reports associated with this patient. This report is 1 of 3 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Claim# (B)(4).